Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a hole in the hose near the muffler. It was further determined that the device failed the safety verification and was running at 61,740 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was further observed that the locking components were damaged, causing the device to run in the safety (device was power broken). It was also found that the vanes were worn out causing the low rpm. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with an assembly tooling issue. The issue associated with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the worn out vanes was consistent with normal wear over time. The assignable root causes were determined to be due to user error (power broken), worn out vanes from normal use and servicing over time (low power) and manufacturing fixture (hose damage). The manufacturing fixture issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a tear in the hose by the foot pedal connection. During in-house engineering evaluation, it was observed that the device failed the safety verification and the locking components were damaged causing the device to run in the safety (device was power broken). There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.